Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a shaft break occurred. The target lesion was located in the severely tortuous and moderately calcified right peroneal tibial vessel. Upon removal of a jetstream sc atherectomy catheter, the device cracked and leaked midway along the shaft. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported an the patient's status is fine.